Manufacturer narrative:
The device was received on 2/1/2019. A single used ch2000s-c spinning spiros was returned with a used bbraun 20ml omnifix luer lock syringe. They were not connected. The threads of the bbraun 20ml omnifix luer lock syringe were examined and there was some damage typical of bending force thread separation. The spiros and bbraun 20ml syringe luers were measured and found to be iso compatible. The residual spin torque measured was low and would not have been the cause of a premature disconnect. The probable cause of the ch2000s-c spinning spiros separation from the bbraun 20ml omnifix luer lock syringe was unintentional bending forces applied during use. The ch2000s-c spinning spiros directions for use (dfu) states: avoid bending forces at spiros connection to prevent disconnection. A DHR lot#3807772 and relevant commodities were reviewed and no non-conformances were found that would have contributed to the reported complaint. Corrected information can be found in initial reporter occupation.

Manufacturer narrative:
The device is expected to return and has not been received.

Event description:
The event involved a customer report of a spinning spiros® closed male luer, red cap that during a bolus administration of 5 fluorouracil the device disconnected from the 20ml syringe finding the device did not lock. The nurse was able to administer the medication and keeping the system intact. There was no adverse event, medical intervention required, bleed loss or delay in critical therapy, however there was a non-protected exposure to chemotherapy.